Event description:
The analyzer produced instrument condition codes. The codes obtained are consistent with a malfunction which could cause falsely high troponin I results to occur, which might initiate a cardiac catheterizaiton. There was no report of patient harm as a result of this event.